Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) revealed that the setscrew was backed out too far.

Event description:
It was reported that impedance readings greater than 4000 ohms were seen on all contacts during a stage 2 implant procedure. The lead was reinserted and the impedances remained greater than 4000 ohms. The implantable neurostimulator (ins) was replaced and the issue was resolved. The device had only been placed in the pocket and was not permanently implanted in the patient.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. Product ID neu_ptm_prog, product type: programmer, patient. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.